Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 13 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad was worn. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the investigation, it is highly likely that the ptfe pad was worn since the user continued activating output without contacting tissue (including after the tissue already cut), and consequently the probe contacted with the metal part of the jaw, and besides the probe was cracked and broken. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic sigmoidectomy. The probe of the device was broken and fell off inside the patient. The fragment of the probe was retrieved. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00926 to correct the data. Brand name, model # and catalog # was corrected.